Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided product and lot codes. Per procedure, the femoral head and insert are exempt from device history record review. Review of the femoral stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain, swelling, inflammation, infection, damage to surrounding bone and tissue, and lack of mobility. Update 1/23/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated discomfort, low metal ions levels, metallosis, and corrosion on the trunnion.the complaint was updated on:2/16/2015.